Event description:
(B)(6) 2005: it was reported that the patient was status post trauma and has had previous back surgery. The patient presented with a pre-operative diagnosis of degenerative disc disease with disc herniation at l4-5, status post discectomy with post-discectomy inst ability and mechanical back pain and radiculopathy. The patient underwent the following procedures: posterior spinal fusion l4-5; instrumentation using titanium legacy 5.5 millimeter rods; autogenous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix in the form of osteofil; continuous emg monitoring using the nim system. The rhbmp-2/acs was place at the facet joints and also in the laminar space and augmented this with autogenous local bone and demineralized bony matrix in the form of osteofil. After discectomy and decompression, the harvested bone graft was morselized and was wrapped in a rhbmp-2/acs sponge. A 14mm cage was then packed with the autogenous bone and rhbmp-2/acs inside the cage. The cage was then delivered in a very controlled fashion into the l4-5 interspace using the catalyst instrument. It should be noted that prior to insertion of the cage, rhbmp-2/acs and bone was packed on the right far lateral aspect of the interspace. Then after the cage was inserted, rhbmp-2/acs and bone graft was placed on the left lateral aspect of the interspace. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.